Event description:
The customer alleged that the audio alarm was intermittent. The mallinckrodt customer support engineer (cse) verified that the audio alarm is functioning intermittently. The cse inspected the device and replaced the audio alarm. There was no pt harmed or changed in therapy. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.